Event description:
It was reported that the video system center displayed error code e105 (communication error). The procedure was diagnostic and it was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The issue occurred during preparation for use.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint of e105 error (lamp error) was confirmed. Additionally, e107 (lamp intensity error) was found during inspection. Based on the results of the investigation, it is likely the cause of issue was failure of the led (light-emitting diode) bulbs. However, a definite root cause that led to the malfunction could not be identified. Olympus will continue to monitor field performance for this device.